Manufacturer narrative:
The technician found the side rail slide bracket is broken. The technician replaced the side rail slide bracket assembly to resolve the issue.

Event description:
The technician alleged the side rail was loose and would not stay raised. No pt impact.